Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient underwent a revision surgery due to instability dislocation. Insert was changed out, all other components remained from previous surgery. Patient ID: (B)(6).